Event description:
While using a bd precisionglide 16g needle in sterile compounding the metal needle component separated from the plastic needle hub resulting in a medication spill. The compound that was being prepared (an IV infusion of an investigational drug) had to be wasted. This followed at least one previous incident involving the same product wherein this defect was observed during sterile compounding. No injury occurred and the medication that was spilled was not hazardous. We have however, discontinued the use of this lot number (1335575) of the bd precisionglide 16g needle due to the possibility of injury and the risk the defect poses to maintaining aseptic technique. FDA safety report ID# (B)(4).